Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. As a result of the high bg the customer experienced ketones that were identified as dangerous by a health care provider and a neuropathy flare up. Customer addressed their bg with hydration, a correction injection via mdi, a correction bolus via pump, and limited movement and food intake. The customer's diabetic trainer assisted with performing a supply change to address the issue.